Manufacturer narrative:
One medfusion pump was returned with the top case cracked and chipped by the front left bottom corner, a crack by the tube holder and there was visible contamination. The event history log was reviewed and there was a syringe not in place message. The power up test using biomed diagnostics to check digital sensors was conducted. The syringe plunger not in place was found during the syringe test. The q1 was broken off from the plunger board and the plunger board also came off the glue. The issue was caused by normal wear since the device is 12 years old. The damaged components were replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a "syringe plunger not in place" message. There was no patient involvement.